Event description:
It was reported that six days post implant, the device exhibited noise. The physician suspected an issue with the device header, but the patient refused a device replacement surgery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.